Event description:
It was reported that the hand control switches on the apix table do not work. It was noted that the lights on the control do work and the cpu has an error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cpu and the hand control cable. The system was tested and found to be working as intended and placed back into service.